Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose suture mediated closure (smc) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown of the way the device was pulled out with resistance contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. No resistance was noted during advancement of the proglide device into the anatomy. Reportedly, the lever was returned to its original position and the foot retracted prior to device removal; however the proglide device could not be removed. The device was pulled out against resistance but the suture also came out. No vessel damage was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.